Event description:
It was reported that the compressor had contaminated the air gas module of the connected ventilator with water. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to the user facilities engineer, the drainage valve was found defective and compressor contaminated the air gas module of the connected ventilator. No part was returned for further investigation, therefore the root cause for the defective drainage valve could not be determined. H3 other text: 4111.

Manufacturer narrative:
On-site investigation was performed by field service engineer. According to received information, the repair of the device was handled by the third party service. Drainage valve was replaced. The issue has been resolved and the device has been returned to use in good working condition. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. The faulty drainage valve may lead to moisture air entering the air gas module in the connected ventilator. Water in the air gas module may damage the air gas module. Unfortunately, the claimed part has been not available for the further analyze of the issue. The cause of the issue was related to drainage valve. This event occurred on the chinese market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in previous report: d4 serial # corresponds to device involved in the event, which is "compressor mini 230v 50hz¿. A correction of fields # d1 brand name and # d4 version or model # was required. D1 - brand name: previous brand name: compr mini 230v 50hz, corrected brand name: compressor mini 115v 60hz d4 - version or model #: previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779.

Event description:
Manufacturer's ref.#: (B)(4).